Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving inaccurate high readings compared to feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient manages her diabetes with insulin pump therapy. According to the patient, for the last 3 months, she would take bolus insulin according to her carbohydrate intake and lfs blood glucose readings and subsequently develop low symptoms such as sweaty and shaky. She treated her symptoms with glucose tablet/gel at the time of concern. During troubleshooting, there was no report of any numeric values to evaluation the alleged issue. The test strips were within the discard date. The unit of measurement was sent correctly. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after she based her insulin dosage on the alleged lfs meter¿s elevated readings.

Manufacturer narrative:
Follow-up # 1 ¿ (04/07/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on 3/21/2014 and 3/27/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 02/14/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.